Manufacturer narrative:
(B)(4). The subject device was not returned for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Based on the information received, the most likely root cause is patient's clinical condition that contributed to this event. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23mm bioprosthetic aortic valve was explanted at implant due to leakage secondary to dehiscence. This case involved a (B)(6) year old male with history of etoh and drug use, htn, chf and smoker. He was admitted due to palpitations and was diagnosed with atrial fibrillation with rvr and nstemi. He underwent aortic valve replacement with a 23mm 3300tfx valve, bentall aortic root replacement with a valve conduit made from a 23mm bioprosthetic valve into a 26mm hemashield graft, and occlusion left atrial appendage with a #40 cosgrove-gillinov clip. Intraoperatively findings, the patient had a tri-leaflet aortic valve which was densely calcified with marked calcification extending down on to the anterior leaflet of the mitral valve as well as into the aortic wall proper. The native aortic valve was excised. The annulus was adequate for a 23mm 3300tfx. The valve was implanted using cor-knot device. The aorta was closed. Upon pressurization, the aortic wall and annulus developed several areas of leakage where the valve sutures pulled through the annulus and aortic wall. Re-crossclamping was establish. The aorta was opened. The decision was made to proceed with a bentall procedure due to the tearing at the subannular level where the pledgets were. A composite of a 26 graft and 23mm bioprosthetic valve conduit was constructed. This was implanted. Valve sutures were placed with the pledgets outside the aorta in a subannular location. The valve conduit was seated and secured. Once again upon pressurization, the patient dehisced multiple areas of his sutures lines. The aortic wall was markedly friable. Despite multiple repair sutures and use of all hemostatic agents, the patient developed severe and ongoing massive hemorrhage, coagulopathy and ultimately expired in the operating room from uncontrolled bleeding.